Manufacturer narrative:
Device evaluated, visual inspection performed and found tamper seal removed/broken: both in tact. Top case right corner chipped. Dhl shows d2a offset voltage bgnd test. The force sensor and plunger cable were replaced as a preventive action. The reported issue was not duplicated, cannot duplicate reported problem. The cause of the reported issue is unable to be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device exhibited an alarms system failure. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.